Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. During the evaluation of the device, ventec did observe that the ventilator was unable to maintain peep (positive end expiratory pressure). An internal inspection was performed where ventec observed significant contamination throughout the device's low pressure path which impacted multiple components. Ventec replaced the exhalation control module (ecm), blower, cough assist valve, blower to cough assist valve coupler, cough valve to blower inlet coupler, transducer to cough assist valve coupler and multiple tubes to remediate the observed contamination. Proper device operation was then observed through functional and performance testing. As a result of the significant contamination, the cause of the reported and observed issues could not be conclusively determined.

Event description:
It was reported to ventec that the device would alarm and then cease to ventilate. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.